Event description:
It was reported to philips that the flexvision pc failed to bootup, it was stuck at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up. Review of the system log file by the rse showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The biomed engineer replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. Philips has initiated a medical device correction(z-1144-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the flexvision pc. The codes were updated based on the investigation outcome.